Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the surgeon, the abutment was removed on (B)(6) 2021 under a general anaesthetic. The implant remains in-situ.